Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the two pedicle screws was detected by the surgeon with a confirmation CT scan during the surgery, and the screws were replaced (repositioned) successfully using navigation during the same surgery. There was no harm/negative clinical effect to the patient due to the incorrect placement of screws, nor for the prolonged anesthesia of approximately 30 minutes. There was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels, etc.) Due to the incorrect screw placement. The outcome of the surgery was successful as intended, with all screws placed in the correct final positions as intended at the end of the surgery. There were no (further) medical/surgical remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviation of the left l5 and left s1 screws caudal to their intended positions, was a movement of the navigation reference array during surgery in relation to the right iliac crest on which it was attached, due to insufficient rigid fixation (e.g. Schanz pins, to which the 2-pin fixator and reference array were attached, were not fully secured in the bone, as required) and inadvertent forces applied to the reference array at the surgery, (e.g. By instrumentation performed on the right side first in combination with potential forces applied to the adjacent skin/soft tissue, and/or possible jostling of the array by personnel or other instruments in the surgical field). The array movement software warning also appeared several times during the surgery, further indicating the occurrence of reference movement during this surgery. Movement of the reference system relative to the patient anatomy can lead to an inaccurate display of the tracked instruments on the registered image in the navigation software in comparison to their actual positions on the patient anatomy, which cannot be compensated by the navigation software. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after registration, and throughout the procedure, before the planning and placement of the screws at left l5 and left s1. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) on the spine for an l5-s1 transforaminal lumbar interbody fusion (tlif), with planned placement of four pedicle screws, was performed with the aid of the display by the brainlab software spine & trauma 3d navigation 1.5. During the procedure the surgeon: positioned the patient in prone position on the or table. Placed schanz pins in the right iliac crest using a mallet, and attached the brainlab patient reference array to the schanz pins. Performed an intraoperative CT scan and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intraoperative CT scan imported into and used by the navigation). Used the navigated brainlab pointer to plan the incision location, made the incision, and then used the navigated pointer to plan the trajectory for the right l5 pedicle screw. Used the navigated brainlab drill guide to align a non-brainlab drill to the planned trajectory, and drilled a pilot hole in the right pedicle of l5. Calibrated a non-brainlab tap and non-brainlab screwdriver to the navigation and accepted the calibrations to proceed. Used the navigated tap to prep the pilot hole and the navigated screwdriver to place the screw in the right pedicle of l5. Repeated this surgical workflow of using the navigated pointer, drill guide, tap, and screwdriver to place screws in right s1, left l5, and left s1. Performed a second intraoperative CT scan and verified and accepted the automatic registration of the current patient anatomy to the navigation. Determined via the CT that the two left-sided screws were caudal to the intended location (by approximately 5-8mm). Replaced (repositioned) the two left-sided screws to their intended positions using the aid of navigation, and confirmed they were placed correctly with fluoroscopy. Completed the surgery successfully as intended. According to the surgeon: the deviation of the two pedicle screws was detected by the surgeon with a confirmation CT scan during the surgery, and the screws were replaced (repositioned) successfully using navigation during the same surgery. There was no harm/negative clinical effect to the patient due to the incorrect placement of screws, nor for the prolonged anesthesia of approximately 30 minutes. There was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels, etc.) Due to the incorrect screw placement. The outcome of the surgery was successful as intended, with all screws placed in the correct final positions as intended at the end of the surgery. There were no (further) medical/surgical remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either.